Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, right atrial lead noise was observed and a lead insulation abrasion was also noted. The physician decided to continue to monitor the patient as they are not right atrial lead dependent. There were no patient consequences.